Manufacturer narrative:
(B)(4).

Event description:
Research coordinator contacted dexcom on (B)(6) 2016, to report that the patient's receiver rebooted 3 times on its own on (B)(6) 2016. No additional event or patient information is available. The complaint device was received. A follow report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.